Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure on (B) (6) 2008, a 3.5 x 18 mm xience v stent was deployed in the proximal left anterior descending (lad) lesion. There were no patient effects or product issues noted at the time of the index procedure. However, on (B) (6) 2009, the patient returned with continuing angina resulting in revascularization and associated complications. Reportedly, revascularization was preformed in the target lesion on (B) (6) 2009. The patient was discharged from the hospital on (B) (6) 2009. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Additionally, angina, restenosis, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.